Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of the device performance was not possible. The instructions for use that accompany the device caution that ¿MRI systems of up to 3.0 tesla may be used any time after implantation and will not damage the strata® ii valve mechanism, but can change the performance level setting. The performance level setting should always be checked before and after MRI exposure.¿ a review of the manufacturing records showed no anomalies.

Event description:
It was reported to medtronic neurosurgery that the device was not able to be readjusted after the patient underwent an MRI. According to the report, the doctor had to use a different magnet to adjust the valve successfully. Reportedly, there was no injury to the patient and the patient is doing fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.